Event description:
It was reported muscle stimulation was observed during high output pacing which was required to insure capture. High pacing threshold and high impedance measurements were observed. The patient also experienced inappropriate shock therapies due to lead noise. The lead was explanted and replaced. The patient condition was fine before, during, and after the procedure.

Manufacturer narrative:
A partial lead with the tip measuring 54.0 cm was returned for analysis. Insulation and conductor damage was noted at 37.0-38.0 cm from the distal tip consistent with clavicle crush damage. All the lumens and ptfe liner of the inner coil were fractured. This is consistent with the observation from the field of noise, inappropriate shock therapy, unacceptable threshold and high pacing impedance.